Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's pilot balloon inflated, but the cuff did not inflate. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: six sample of devices were received for evaluation. The reported event cuff won¿t inflate was confirmed. A visual inspection was conducted, and it was observed the 6th sample presents malpositioned notches which causes the cuff to not inflate. An inflation/deflation test was performed on each, using a syringe 25cc of air was applied to the cuff through the inflation system. The severity was assessed as 8 (loss of primary function). Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.